Event description:
During the procedure md needed to control surgical bleeding. He asked the theatre staff for floseal (which would be appropriate in this situation) but was given coseal instead. He did query this, but when informed that coseal if for hemostasis he applied coseal to the bleeding area. As co understands it the operation completely normally, but the patient returned to theatre later that night for re-operation due to bleeding. A "jelly-like" mass of coseal was removed from the operative site.